Event description:
It was reported that the customer had high blood glucose levels of 154.8 mg/dl. The customer reported a compromised force sensor system error from the back-up insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.